Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose over the past several nights while using the ilet system, noting a sensor value of 53 mg/dl followed by a ¿low¿ sensor reading, with no confirmatory fingerstick performed and no device alerts or alarms reported. Symptoms included hypoglycemia without awakening or notable adrenergic or neuroglycopenic symptoms. Outcomes included self-treatment with oral glucose tablets at home without emergency care or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alarms or identifiable device malfunction based on user report, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.